Manufacturer narrative:
A manufacturer representative went to the site to test the system. At the time of the system checkout the surgical arm was replaced. The surgical arm was returned for analysis. Analysis determined that there were confirmed failures with the part. Concomitant medical products: pn: asm0206, sn: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system seemed off on navigation. They placed wires first then place right side screws. They looked superior and the surgeon didn't feel comfortable proceeding. They took new ap and lateral images and checked navigation again and they didn't feel like it was on. They took x-ray images and ignored what the navigation was saying and the screw placements were fine. There was about a 45 minute -1 hour delay to the procedure. There was no impact on the patent outcome. It was later confirmed that the screws were not misplaced based on the final x-ray images/images provided. They did not revise any screws (they did revise one k-wire trajectory l4 r after seeing it misplaced on fluoro).the trajectories were showing a deviation between 2-3mm.